Event description:
The patient was implanted with a left ventricular assist device (lvad). The program director at the hospital reported that the patient has been in and out of the clinic frequently in the past and called the vad coordinators multiple times. The patient is concerned to find out that his old clamshell will not allow him to be upgraded to the new pocket controller. The patient feels that he is at risk with his clam shell and that the pocket controller is the safest technology for him. Additional information submitted to the manufacturer on (B)(4) 2013 indicated that a percutaneous lead evaluation by technical services identified a compromised area a few inches from the distal end bend relief. An external percutaneous lead replacement was performed. No further issues or alarms could be reproduced after the percutaneous lead replacement was completed.

Manufacturer narrative:
The patient remains ongoing on lvad support. No specific device-related event was reported in this complaint; however, the section of the percutaneous lead was returned for analysis (reference manufacturer's medwatch report number 2916596-2013-01340). The manufacturer explained to the center that the rev. (B)(4) percutaneous lead repair kit is not compatible with the pocket system controller. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.